Event description:
On 4/29/2024 customer (B)(6) medical centers reported a discrepant result on the bc-gp assay. Verigene detected staphylococcus species, and staphylococcus lugdunensis, however repeat testing showed no targets detected. Verigene run 1: staphylococcus ludgunesis detected. Verigene run 2: no targets detected. Data review: per verigene ID software requirements specification (toast-srs-1042), in order for an organism to be detected the ic ratio must be greater than or equal to -0.4 and the nc ratio must be greater than 0.85. Review of test cartridge (B)(6) shows staphylococcus species detected at exposure 24ms (ic: 0.77 nc: 0.99) and staphylococcus ludgunesis was detected at exposure 1200ms (ic: 0.34 nc: 0.87) with no other elevated signals. Pc1 was detected at exposure 24ms (ic: 0.63 nc: 0.99) and pc2 was detected at exposure 150ms with ic and nc values of 0.63 and 0.98 respectively. Camera images were clear with minor background and no impact on results. This was tested on (B)(6) 2024 on sp c2. Consumable review: test cartridge lot: 031824018a extraction tray lot: 031124018b utility tray lot: 030824018c. There are no ncmrs associated with the lots utilized. There are eight other erroneous results reported for the staphylococcus ludgunesis target using the lots reported. Due to the amount of complaints, further investigation of test cartridge lot 031824018a will be documented in escalation case (B)(4). Device review: verigene processor sp c2: (B)(6) verigene reader: (B)(6). Review of the verigene sp and reader device history was assessed for a time frame of 3 months prior to the reported discrepant result. Verigene sp s/n (B)(6) had no work performed no other complaints. Verigene reader s/n (B)(6) had one pm performed but no other complaints. Site performance: a 4-month customer site performance for negative agreement of staphylococcus ludgunesis target was performed from jan/2024 to apr/2024 (data that was available). There was a negative agreement of 99.1% (229 not detected/231 expected not detected). Per the verigene gram positive blood culture nucleic acid test package insert (89-30000-00- 782) the expected negative agreement for the staphylococcus ludgunesis target is 100% (with a cl of 99.7-99.9). It should be noted that typically a 6-month performance is performed, however only 4 months of qc data was provided. Conclusion: through investigation the cause of the reported false positive staphylococcus ludgunesis result will be investigated under (B)(4). Further investigation for root cause will be documented in escalation case (B)(4). The customer site is performing within the expectations stated in the bc-gp package insert for the staphylococcus ludgunesis target. Although the erroneous result occurred, there was no reported impact to the patient.

Manufacturer narrative:
Through investigation the cause of the reported false positive staphylococcus ludgunesis result will be investigated under hra-24-0007. Further investigation for root cause will be documented in escalation case (B)(4). The customer site is performing within the expectations stated in the bc-gp package insert for the staphylococcus ludgunesis target. Although the erroneous result occurred, there was no reported impact to the patient.